Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; short neck); unapproved use of device (aortic neck length less than 10mm). Conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (anatomy related; short neck); off ¿label, unapproved or contraindicated use (aortic neck length less than 10mm).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported; however, pre-operative measurement confirmed the proximal neck to be 3cm in length and the aneurysm was confirmed to be 3cm below from the left renal artery (ra). During the index procedure a type ia and IV (blush) endoleak was confirmed. The type ia endoleak was related to the proximal neck length. The physician added a proximal cuff; however, the endoleak was not resolved. Post-operative follow up approximately three weeks from the index procedure confirmed that the endoleak was resolved without a secondary intervention. No additional clinical sequelae were reported and the patient is doing fine.